Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was found to be in backup vvi mode. The pacemaker was working at 67 beats per min with 5 v output. A device reset and restoration with programming back to nominal settings was completed. The patient was stable.